Event description:
Customer reported experiencing issues with pump due to usb port damage (loose), which affected the ability to charge device. Impact on customer's blood glucose level could not be confirmed as the information was unknown. No follow-up information was available, and no further actions were reported regarding the event.